Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant, the patient presented to the emergency room with shortness of breath and dizziness when their pacing was inhibited inappropriately due to right ventricular (rv) lead oversensing. Upon interrogation, it was discovered a rv lead integrity alert (lia) was triggered for episodes of oversensing of small non-physiologic waveforms along with short v-v intervals. In addition, the rv lead exhibited unstable thresholds. It was later determined that the episodes of oversensing of small waveforms were correlating with small r-waves and t-waves. It was suspected that the lead may have microdislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.